Event description:
The customer reported that the system displayed a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connector was reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.